Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise. The noise was not reproducible. All other electrical parameters were in range. No intervention was performed. The patient was fine and would continue to be monitored.

Event description:
New information on 10/12/2017 stated that the right ventricular lead exhibited more frequent noise reversion episodes.